Event description:
It was reported that approximately 32 months post-implant of an infrarenal aortic extension, a computed tomography (CT) scan revealed a proximal type ia endoleak of the infrarenal extension. The patient's abdominal aortic aneurysm had been initially treated 43 months prior (on (B)(6) 2008), with a bifurcated device and two infrarenal aortic extensions. On 10/21/2009, an additional infrarenal extension was implanted to treat a type ia endoleak. The latest CT scan revealed the endoleak was recurrent and the physician elected to explant the devices and treated the patient with a bifurcated knitted polyester graft (2031527-2013-00183). The patient tolerated the procedure well. Additional information: there were lumbar arteries at the infrarenal location and heavy calcific plaque in the type I endoleak.

Manufacturer narrative:
The device was returned for evaluation. Additionally, medical records and pathology report were received and reviewed by internal medical director. Sample evaluation did not identify structural defects with the device. Another manufacturer stent was noted to be implanted within the involved device proximal end, which was found compressed, and is most likely is the origin of the reported type I endoleak. It is unknown what caused the competitor stent to compress, but this finding represents changes in the devices occurring over a period of time. Review of the device history record did not reveal any relevant nonconforming material records associated to this lot. The lot usage history shows that all units have been consumed and no other units from this lot have been involved in any similar complaint. There is no indication that the device may have caused or contributed to the event. Based on the investigation findings, a root cause could not be conclusively determined; however, patient anatomy might have been a factor. Endoleaks are a known risk of the procedure, as identified in the product labeling.